Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Healthcare professional confirmed. Healthcare professional additionally reported damage cause by explant surgery as "hole on bottom" which is not device related. The device has been explanted and replaced.

Event description:
Patient reported a left side deflation. Healthcare professional confirmed. Healthcare professional additionally reported damage cause by explant surgery as "hole on bottom" which is not device related. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening assessed as fold flow opening. No other observations observed.